Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system, misidentification occurred with an unspecified amount of samples. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: b6: relevant tests/lab : "what is the microorganism? Actual bacterial name and bacterial name obtained from measurement results. 1. E. Coli 2. E. Cloacae . 1.e.coli 2.cit.farmeri. 1.cit.freundii 2.e.coli. 1.e.coli 2.cit.farmeri". H.6 investigation summary: a results failure was reported on a phoenix m50 instrument. A misidentification result was reported. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse found the instrument error free and functioning as expected. As a preventative measure the fse replaced the tier a normalizer panel, lsdb board and tier micro board, the optical system was adjusted and checked and the instrument was returned to the customer in working order. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed case #'s (B)(4) related to this failure mode. Complaints for results are within statistical control for the month of march 2024. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system, misidentification occurred with an unspecified amount of samples. There was no report of patient impact.